Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing ineffective therapy, overstimulation and undesired sensations in the target area. High impedances were observed on both leads. Reprogramming was unsuccessful so the physician explanted the patient.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 16 lead lit 50 cm. Model: sc-1132, serial/lot: (B)(4), description: precision spectra ipg kit. Model: sc-3400-30, serial/lot: (B)(4), description: splitter 2 x 8 kit- sterile.

Event description:
A report was received that the patient was experiencing ineffective therapy, overstimulation and undesired sensations in the target area. High impedances were observed on both leads. Reprogramming was unsuccessful so the physician explanted the patient.